Event description:
It was reported that during a vats procedure, the jaws locked up and would not release. They removed the device from the patient with no consequence.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.